Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a contact regarding a patient who was implanted with a neurostimulator for spinal cord stimulation therapy. It was reported that there is uncomfortable stimulation and that there was overstimulation. The patient was lying in bed and stimulation turned on unexpectedly. Overstimulation is causing the patient extreme pain in the area of stimulation. There was a reposition antenna screen and that the stimulator is past end of service (eos). No additional information was obtained from the healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.